Event description:
Device malfunction: none. Symptoms/ae: mi/cardiogenic shock/death. Time of symptoms: post procedure. It was reported that post a non-eventful left internal carotid artery xact stenting procedure, the patient was doing very well, but about 6 hours later became confused, hypoxic and was intubated. The patient was transferred to the ICU and was intubated. The patient was in cardiogenic shock. The patient underwent right and left heart catheterization revealing severe left ventricular diastolic dysfunction, severe mitral regurgitation, high grade lesion in the circumflex with acute mi, and vein grafts were occluded. Stenting of the circumflex was performed and a transvenous pacemaker was inserted. The patient began having multiple episodes of ventricular tachycardia and ventricular fibrillation and cardioversion was initiated. Cardiopulmonary resuscitation was started and surgery was performed for emergent mitral valve repair. The patient expired in the operating room. Death certificate lists causes of death as congestive heart failure, mitral valve insufficiency, acute myocardial infarction and coronary artery disease. No additional information was provided.

Manufacturer narrative:
Study event. Occlusion, respiratory events, myocardial infarction, hypotension, cardiac event and death are known potential events associated with the use of carotid stents as stated in xact instructions for use. Review of the device history record for this lot did not produce any findings relevant to this report.